Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a couple months ago the left ventricular lead exhibited a loss of capture. The device was reprogrammed but at a later time, the patient¿s ejection fraction was noted to have plummeted. On (B)(6) 2018 the lead was capped and replaced with an epicardial lead due to the patient¿s occlusion of the implant site. No patient symptoms or additional information was reported.

Event description:
New information received states that the previously capped left ventricular lead was explanted. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.